Event description:
It was reported that while placing the bravo ph monitor the capsule did not attach to the patient's esophagus. The capsule fell off into patient's stomach. The capsule was retrieved. It appeared that the trocar needle was advanced into the capsule suction chamber. No injury to the patient was reported.